Event description:
Patient: agdm (male) - birth: (B)(6) 1992 incident: "allergic reaction.

Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number cc (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2023 for prontosan solution were over 7.0 million. There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "7. Side effects: in very rare cases, there may be a mild burning sensation after application of prontosan® wound irrigation solution, but this usually dissipates after a few minutes. Prontosan® wound irrigation solution can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than (B)(4)), anaphylactic shock has been reported. 10. General safety instructions: do not use for infusion, injection or ingestion. Do not use in combination with cleansing soap (anionic surfactants), ointments, oils, etc. These substances should be thoroughly removed from the wound before use as they can affect the cleansing performance of prontosan® wound irrigation solution. Do not use damaged bottles. Keep bottles away from direct sunlight. Keep out of reach of children. The use of prontosan® wound irrigation solution does not replace the need for systemic or other adequate infection treatment." Incident is not reportable because of these reasons: - there are no signs of a systemic reaction (anaphylaxis). The patient showed erythema, which is not considered a serious deterioration in the patient's state of health. Also, no medical intervention was necessary to prevent permanent damage to a body function or structure. Hence, the criteria according to meddev 2.12-1 rev 8 are not met. The case is not regarded as reportable event. - the general safety instructions were not followed as prontosan was used in combination with ointments. The product quantities sold in 2023 for prontosan solution were over 7.0 million. There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Patient: (B)(6) (male) - birth: (B)(6)1992. Incident: "allergic reaction". On 12.08.2024 we have received the following information: 32-year-old patient, with no significant history, no known allergies. On (B)(6) 2024 with a wound on the 4th and 5th fingers of his right hand, caused by a disc saw. He was initially seen at the (B)(6) hospital centre, and we have no record of the interventions carried out on that first visit. He was under antibiotic therapy. On (B)(6) 2024, the wounds showed no signs of inflammation, but the edges were macerated, so they were cleaned and disinfected with prontosan and saline solution and dressed with povidone-iodine dressing. Dressings were applied regularly on alternate days with disinfection with prontosan and treatment with l-mesitran and vaseline gauze with no signs of inflammation, although devitalised tissue remained in the wound bed and the edges were macerated. On (B)(6) 2024, very adherent dressings were removed with serosity transfer, with wounds showing no signs of inflammation, whitish edges, fibrin tissue in the d5 wound bed, with granulation tissue, requiring surgical debridement. On (B)(6) 2024, as the evolution was still unfavourable, treatment was changed to povidone-iodine aftertaste and disinfection with prontosan was maintained. On (B)(6) 2024, the patient had devitalised tissue on d5, with granulation tissue on d4 but macerated edges. On (B)(6) 2024 with exudate on removal of the dressing with satellite wounds, cleaning and impregnation with prontosan with bleeding granulation tissue to the touch. On (B)(6) with slight spread of prontosan on the forearm with drainage of serous content on the moistened perilesional skin and with erythema, so due to suspicion of allergy to polyhexamide its use was suspended on (B)(6) 2024. After suspension, clinical improvement with good healing progression.